Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: 2016-07755

Event description:
A doctor reported that after an intraocular lens was implanted, the patient had an unexpected refractive outcome which was 2.75 diopters off target. The patient was far-sighted. The lens was exchanged the next day for a competitor's lens of 6 diopters more power. The surgeon indicated that the event was unlikely to be blamed on the initial lens. Additional information was requested.

Manufacturer narrative:
The lens was returned. Damage was observed. Blood and solution are dried on the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. Exact focal length/resolution measurements could not be obtained due to the optic damage. However, the lens is within the 19.5 diopter range. The observed damage is most likely related to customer handling. (B)(4).